Event description:
Additional information was received stating that the cause of the event was believed to be related to the stent being in a tortuous path, leading to poor stent opening. Microcatheter adjustment, retrieval, intermediate catheter adjustment was done in an additional attempt to open the pipeline. There was resistance during delivery in the middle and distal sections of the catheter. The catheter was flushed per IFU during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed there was no device issue with the phenom plus catheter.

Manufacturer narrative:
H3. Product analysis: as found condition: the pipeline flex braid was returned for analysis inside a sealed biohazard bag and a shipping box. The pipeline flex pusher wire was not returned with the braid. Damaged location details: the pipeline flex braid was returned already detached from the pusher wire; therefore, the distal and proximal ends could not be identified. Both ends of the braid were open and frayed. The braid¿s middle section was fully open without damage. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the returned pipeline flex braid were open and frayed, while the middle section was fully open without damage. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the microcatheter and intermediate catheter were in place; the pipeline flex stent was implanted in place. During the deployment of the stent's tip end, there was slight poor opening, and the distal anchoring position was slightly tortuous. After tensioning, adjustment, and deployment via the microcatheter and intermediate catheter, and after two retrievals, the stent opening was still poor. The stent and microcatheter were withdrawn. Due to the difficulty of the vascular access it was decided to switch to an alternative surgical plan and reschedule the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, c6 aneurysm with a max diameter of 15.3 mm and a 7.2 mm neck diameter. The landing zone arterial diameter was 3.0 mm distally and 3.8 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed normal blood flow. It was noted the patient has a history of hypertension. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included a phenom plus guidecatheter and xt27 microcatheter.